Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was unable to replicate the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, the display went blank after providing a third shock, with the leds on the device still illuminated. The batteries had to be removed and reinserted, as the on/off button was not responsive. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. The patient had return of spontaneous circulation (rosc) and didn't need to be provided with another shock of defibrillation energy.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, the display went blank after providing a third shock, with the leds on the device still illuminated. The batteries had to be removed and reinserted, as the on/off button was not responsive. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. The patient had return of spontanious circulation (rosc) and didn't need to be provided with another shock of defibrillation energy.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
Physio-control evaluated the downloaded electronic records and observed indications of a device lock-up after the third defibrillation shock was administered to the patient. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, the display went blank after providing a third shock, with the leds on the device still illuminated. The batteries had to be removed and reinserted, as the on/off button was not responsive. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. The patient had return of spontaneous circulation (rosc) and didn't need to be provided with another shock of defibrillation energy.